Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had the urinary catheter changed on (B)(6) 2018 with a silicone urinary catheter. On (B)(6) 2018 the patient was transferred by wheelchair to the physiotherapy department for exercise with the urinary bag hanging at the side of the wheelchair. When the patient started to stand up and walked for a few small steps from the wheelchair, the foley catheter was found broken at the y junction. Mild tension was noticed by the physiotherapist. The patient was transferred back to the ward. The foley catheter was removed. When checking the integrity of a new silicone catheter by slightly pulling, the catheter was also broken at the y junction. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the patient had the urinary catheter changed on 20-8-18 with a silicone urinary catheter. On (B)(6) 2023 the patient was transferred by wheelchair to the physiotherapy department for exercise with the urinary bag hanging at the side of the wheelchair. When the patient started to stand up and walked for a few small steps from the wheelchair, the foley catheter was found broken at the y junction. Mild tension was noticed by the physiotherapist. The patient was transferred back to the ward. The foley catheter was removed. When checking the integrity of a new silicone catheter by slightly pulling, the catheter was also broken at the y junction. There was no patient injury.